Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for manipulation 1 of 2.patient called stating she had a right knee replacement. She started experiencing pain, range of motion issues, swelling and excessive scar tissue. Patient underwent two manipulations under anesthesia.